Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that the patient had recovered from the hernia on an unreported date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. It was unknown if the hernia occurred prior to or after beginning automated peritoneal dialysis therapy and it was unknown if the hernia had worsened with peritoneal dialysis therapy. On an unreported date, the patient underwent an outpatient hernia repair surgical procedure. On an unreported date, peritoneal dialysis therapy was stopped and the patient is currently on hemodialysis therapy. The patient is recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date in (B)(6) 2015, the patient experienced an umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.